Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and calcification. The 3.5 x 18 mm xience prime stent was implanted via direct-stenting; however, a dissection occurred. The dissection was treated with a 3.5 x 15 mm xience prime. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. The lack of pre-dilatation does not appear to have directly caused or contributed to the reported dissection. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.